Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The exact cause of the loose header was unable to be specified during analysis. Manufacturing enhancements have been implemented to make the header bond more robust.

Event description:
Boston scientific received information that during the routine explant of this device the header was noted to have been partially disconnected from the device. There were no associated clinical observations while the device was implanted. The device has been returned for analysis. There were no adverse patient effects reported.